Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse stated the patient temperature was above target. Water temperature was 16c but pads did not feel cold (serial#(B)(6)). They had already swapped from the stat to 5000 ((B)(4)). Nurse claimed they have had the same issue with this stat in previous therapies, but the biomed stated there were no issues. Mis explained we could pull data and see if we could determine what might have been an issue in those therapies. On new device, patient temperature was 37.4c, target temperature was 36.5c (rw complete, normothermia phase) (serial#(B)(6)), water temperature was 10.5c, flow rate was 3.1lpm, patient was 85.2kg, medium pads. Nurse stated there were issues with shivering that seem to have resolved. Nurse confirmed there was some exposed abdomen and would place a universal pad there. Mis explained machine was functioning appropriately and nurse would need to address any other sources of heat generation.

Event description:
It was reported that the nurse stated the patient temperature was above target. Water temperature was 16c but pads did not feel cold (serial#(B)(4) ). They had already swapped from the stat to 5000 (dyasy030). Nurse claimed they have had the same issue with this stat in previous therapies, but the biomed stated there were no issues. Mis explained we could pull data and see if we could determine what might have been an issue in those therapies. On new device, patient temperature was 37.4c, target temperature was 36.5c (rw complete, normothermia phase) (serial#(B)(4)), water temperature was 10.5c, flow rate was 3.1lpm, patient was 85.2kg, medium pads. Nurse stated there were issues with shivering that seem to have resolved. Nurse confirmed there was some exposed abdomen and would place a universal pad there. Mis explained machine was functioning appropriately and nurse would need to address any other sources of heat generation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.